Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had peritonitis on an unspecified date. The patient was treated with vancomycin, gentamycin, fluxacillin, and ciproflaxin (doses, routes, and frequencies not reported). The patient's peritonitis was ongoing after this treatment. The patient went to the hospital approximately five months later due to peritonitis and to have their catheter replaced and treatment with vancomycin and gentamycin was discontinued. Treatment with fluxacillin and ciproflaxin was ongoing. The cause of the peritonitis was not reported. The patient had not recovered from peritonitis at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of the onset of peritonitis was not known but it was reported that it occurred in (B)(6) 2013. The patient was later hospitalized on an unreported date in (B)(6) 2013. (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.